Manufacturer narrative:
Investigation of this report is currently in progress.

Event description:
Nellcor puritan bennett received a report that during an intubation, the stylet had been "difficult to remove" from the endotracheal tube. The reporting facility was unable to provide any add'l info regarding the event.